Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, he was having issues with high blood glucose 300 and 400 mg/dl. Customer declined troubleshooting assistance and only needed assistance with uploading to carelink. Customer treated highs with bolus. Customer is not returning the device for analysis.